Event description:
The customer from (B)(6) reported that she obtained blood glucose readings of 284 mg/dl at 3:45 p.m. And 56 mg/dl at 3:54 p.m. With the contour plus meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The model # was not provided. This event is related to MDR # 1810909-2022-00097.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, an in-house testing was performed using blood sample with the in-house contour plus meter and in-house contour plus test strips from lot # 1fqhc71n, which gave a satisfactory performance. Additionally, a device history record was reviewed for the suspected contour plus meter and no manufacturing anomalies were found.